Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. No anomalies found. Battery voltage trend appears normal. Ramware version 8 installed on (B)(4)-2011. The diagnostic information was not consistent with reported event. Analysis of returned device (B)(4): battery - high impedance. The elective replacement indicator (eri) is the result of high internal battery resistance.

Event description:
It was reported that the device has had inconsistent battery voltage measurements. It was later reported that the device battery voltage was at elective replacement indicator (eri) following a software download and that the device reached eri after being implanted for four and a half years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. No anomalies found. Battery voltage trend appears normal. Ramware version 8 installed on (B)(6) 2011. The diagnostic information was not consistent with reported event.